Manufacturer narrative:
The baxter technician found the com cable needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the com cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the careassist es155/255/455, nul bed exit setting and alarming but call would only come over nurse call as normal call. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.